Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm at time of self test. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer stated that alarm was occurred at self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 20 alarms during self test and was confirmed in the formatted history file due to a software error.